Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly. The customer's blood glucose level was 157 mg/dl. The customer reported that the buttons were not responding while trying to set up bolus wizard. The customer reported that the time on the insulin pump advanced. The customer also reported that the insulin pump had no delivery alarm and the customer declined troubleshooting. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump had unresponsive buttons at esc and act due to unlocked lcd keypad connector during visual inspection. Unable to perform operating currents, self test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify no excessive no delivery/occlusion alarm due to unresponsive button.